Event description:
A customer reported to baxter china of a control a-flo extension set in which the operator observed a leak from the port. The reported condition occurred during infusion. A patient was involved, but there is no report of patient/user injury or medical intervention was needed in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the customer reported condition was confirmed during sample evaluation. One actual defective sample was returned at the plant for evaluation. The returned unit was visually checked and the sample's evaluation revealed that the female connector was cracked/ broken leading to the leak. No further testing was performed. The assignable root cause of the reported condition is unknown. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information be received, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). The sample is reported to be available for evaluation. This is a product not distributed in the us and does not have a 510(k) number. If the sample is received or additional relevant information becomes available, a follow-up report will be submitted.